Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. However, due to the device being returned unpackaged, we are unable to confirm the reported event.

Event description:
On 30-nov-2022, it was reported by a sales rep via email that an ar-1588rtt, acl tightrope with fibertag was found to be de-threaded and deemed it was not safe to use it on the patient. This was discovered during use and a case was involved. To complete the procedure, a second fiber tag was opened.